Manufacturer narrative:
Additional information was received that the patients shocking pain was felt at the pocket site and radiated around the hip.

Event description:
A report was received that the scs device shocked the patient when turned off and had to wait until the battery died for the shocking to stop. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Date of event: ni additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the scs device shocked the patient when turned off and had to wait until the battery died for the shocking to stop. The patient underwent an explant procedure. No device malfunction was suspected.